Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used 80 % filled easypump ii lt 60-30-s without package. The received sample was taken to a visual examination. In as-received condition the white clamp was closed at the sample and the patient connector was opened (the original wing cap was not handed over by the customer). Further on, we detected crystallized drug residues at the filling port (lli-cone) of the sample. Afterwards the pump was filled with nacl 0.9 % up to the nominal volume (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did work (solution was running). Leakages was not detected at the sample. Flow rate test: nominal: 2 ml/h actual: 0,8 ml in 1 h; 1,3 ml in 2 hrs; 26,4 ml in 24 hrs. A slow flow (as described by the customer) could be determined. The tested sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): partial infusion on 3 pumps. Drug: 5fu from pfizer.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: corrective measures regarding flow rate issues have been initiated and are documented under CAPA 001365. We assess this complaint to be justified.